Event description:
It was reported, "instrument chipped off during surgery."

Manufacturer narrative:
(B)(4). The catheter passed visual test, carto test and electrical tests. The cause of the pericardial effusion could not be determined. Complaint cannot be confirmed.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Concomitant products used during the procedure: carto 3 system, model #: m-4800-01, (B)(4); cool flow irrigation pump, model #: m-5491-02, (B)(4); stockert rf generator, model #:m-5463-01, (B)(4). The patient adverse event occurred while the biosense webster field service engineer (fse) was on site for case support. The fse spoke to fellow physician who stated that the adverse event was not caused by any of bwi equipments/ systems. Therefore the physician declined system service. (B)(4).

Event description:
It was reported that after an atrial tachycardia right side procedure was completed and all the catheters had been retrieved, a drop in the patient's blood pressure was noted. The ultrasound confirmed the occurrence of pericardial effusion. Pericardiocentesis was performed. The status of the patient was stable, patient was sent to recovery and to ICU. No patient's updated status has been provided.